Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the right femoral artery to support the 38 year old female patient admitted in with acute myocardial infarction (mi) and cardiogenic shock, presenting with a suspected inferior st-elevation mi. The patient's underlying medical history was not known. The patient was in the cardiac catheterization lab and went into ventricular fibrillation when removing the diagnostic pigtail over the .018 guidewire. The team made decision to insert the cp pump during active CPR. The cp was delivered and the .018 wire removed. The team then observed the pump to be deeply positioned. When attempts made to reposition the pump they accidentally removed the pump from the left ventricle entirely and it was within the aorta. The team imaged and found the coronaries to be patent and no pulmonary embolism was seen either. As the patient had achieved return of spontaneous circulation (rosc) and the team made decision to not re-deliver the impella cp to patient as hemodynamic support was no longer deemed necessary. She had stable hemodynamics and no use of vasopressors/inotropes were needed.